Event description:
On 05/30/2008, passy-muir became aware through a clinical consultant that a pt died as a result of the "passy-muir valve was left inflated". The pt was a female in a rehab facility recovering from injuries and traumatic brain injury incurred during a fall. There are no details regarding this event, specific prod type involved in the event, location of where the event took place or the date of the event. The law firm was contacted for details regarding the event without success.

Manufacturer narrative:
Rptr not related to the event facility. Info left blank until prod type can be identified. Based upon the info obtained to date, there is no known report of device malfunction on the part of the passy-muir speaking valve. It was reported that the adverse event occurred because the "passy-muir valve was left inflated." The passy-muir valve device does not have the capability to be "left inflated" as there is no component to inflate. The passy-muir valve must be used in conjunction with a tracheostomy tube. Therefore, passy-muir has assessed this incident and has determined that the report of the event implies that the cuff of the tracheostomy tube "was left inflated". This can occur only if the user did not follow the MFR instructions to deflate the cuff. This info indicates that this adverse event occurred as a result of user error. As the MFR of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, pt handbook, and caution labels that specifically state that the tracheostomy cuff must be completely deflated when the passy-muir valve is in place. The caution labels are designed to be placed on the tracheostomy tube pilot line where the cuff is inflated/deflated as well as the bedside or on the pt's chart. The caution labels (pilot line label, bedside label, chart label, and storage container label) are brightly colored so as to bring attn to the caution of cuff deflation and to ensure proper monitoring of the pt with the passy-muir valve in place.